Event description:
The patient called animas on march 1 saying she received a notice a while back pertaining to the recall of leaky cartridges. She said she didn't realize it at the time but when she got the notice she realized that five cartridges were leaking. When she would prepare the cartridge she noted insulin on her leg and said she has some vision issues. She said she disposed of the leaky ones and said that due to the recall they replaced the boxes for her. There was no reported patient impact associated with this complaint. This complaint is being reported because the cartridges were reportedly leaking.

Manufacturer narrative:
Recall # 2531779-02/25/11-001-r. The cartridges have not been returned to animas for evaluation. The patient did not have the cartridges to return and the lot # is unknown however the patient alleged that the cartridges were part of a recalled lot. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges in recalled lots were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.